Manufacturer narrative:
The insulin pump was received with a partially broken reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window.

Event description:
The customer reported via phone call that while changing her infusion set the other day half of her reservoir tube lip fell off. The patient's blood glucose at the time of incident is unknown. The customer is concerned that the reservoir may eventually not connect. Troubleshooting was initiated for the physical damage. The customer did not recall any significant events leading to the physical damage; the pump had not been dropped and the customer is unsure how the damage occurred. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.